Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention and urinary/bowel dysfunction. It was reported that last night they didn't sleep hardly at all because they had to go to the bathroom like 5 times and they hadn't been able to. The patient said this was something new. The patient also said the night before they got up and went to the restroom a couple times. Reviewed therapy information and general programming guidance. The patient said that their symptoms were worse than before the implant and those symptoms started since the surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.